Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and recaptured three (3) times and then it was noted via transesophageal echocardiogram (tee) imaging that there was a thrombus that was on the threaded insert of the closure device. The physician removed the wds from the patient where it was observed that there was a thrombus on the face of the closure device. The procedure was ended due to the patient's anatomy. Post procedure the patient had no neurological complications or consequences as a result of this event. A magnetic resonance imaging (MRI) scan was scheduled to be performed the following day.